Event description:
It was further reported that he vad exhibited electrical fault alarms which were related to an open phase on the rear stator and cleared itself. As the alarm cleared itself and there were no visible damages on the patients driveline or connector the only thing that was possible to do was to monitor that patient closely and see if that electrical fault show up again. Also the review of the logfiles revealed a controller loss of power. The vad and the controller remain in use.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:30-jun-2024 serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 19-jun-202023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-july-2020 / serial#: (B)(6) d9: no h3: no h4: mfg date: 09-july-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pioneer controllers experienced a controller fault alarm, indicating the internal battery had reached the end of its life. It was also reported that a review of log file data revealed the ventricular assist device (vad) exhibited above normal power. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient was admitted to intensive care unit (ICU) for monitoring. The patient lab and device values were checked. The patient was discharged after one day due to stable condition. It was further reported that the patient was prepared for extracorporeal membrane oxygenation (ECMO) support and venous and arterial accesses. The vad running on front stator only. Inspection of the dl revealed that after the strain relief the outer and inner sheath was broken with total exposed wires, the isolation intact, no visible damages at the inner cables found from the exit side to the connector. The connector ok and dl cover movable. A dl splice repair was performed starting with the wires from the failed rear stator, no abnormalities during the repair. The controller was exchanged to make sure that the damage was not inside the controller or connector. The vad started on two stators during y-cable start and final start at the end. The electrical fault was cleared and the patient doing fine.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d1: controller d4: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) and two (2) controllers ((B)(6)) were not returned for evaluation as the ven tricular assist device (vad) remains in use, one controller was discarded by patient and the other remains with the patient out of service. Review of (B)(6)'s manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had been previously serviced. A review of the controllers¿ device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed consistent increases in power consumption to parameters above normal operating range throughout the analyzed period. Additionally, review of the alarm log file associated with (B)(6) revealed (1) one controller fault alarm logged on 08/jan/2025 at 18:41:34, indicating an issue with the internal battery. Review of the event log file revealed that (B)(6) had been in use for more than two (2) years. Review of the controller log files associated with (B)(6) revealed a controller power-up event, without an associated motor start, logged on 08/jan/2025 at 21:37:42, followed by another controller power-up event, with an associated motor start event, logged at 21:41:45. Various parameters, including time, patient ID, and pump ID were programmed between the controller power-up events, indicating that the power-up events occurred during the initial programming of the controller during the reported controller exchange. Review of the alarm log file associated with (B)(6) revealed three (3) electrical fault alarms, logged on 15/jan/2025 at 09:18:09, on 21/f eb/2025 at 14:50:02, and on 23/feb/2025 at 11:44:01. The electrical fault alarms were logged due to an open phase in the rear stator, resulting in the pump running on a single stator (front stator). Review of the data log file revealed a sudden increase in power c onsumption logged on 21/feb/2025 due to the increased power consumption required to run on a single stator. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed cracks in the outer sheath and damage to the inner lumen of the driveline, resulting in exposed wires, near the strain relief. Additionally, visual evidence provided by the site revealed discoloration of the outer sheath and damage to the strain relief. A driveline splice procedure was performed to mitigate the reported conditions. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the controller loss of power event can be attributed to a controller exchange, as described in the event details. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the reported inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. The most likely root cause of the observed strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or the handling of the device. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector, a marginal driveline connection, and/or conductor wire damage. Based on the available information and historical review of similar events, a possible root cause of the high-power event can be attributed, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, patient related factors, and/or the increased power consumption required to run on a single stator. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.